Manufacturer narrative:
Evaluation: a visual inspection of the returned product found no visible damage. Unable to detect any defects due to surgical residue is dry on the lens surface. A lens work order search was performed and no similar complaint found. Conclusions: based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated a cc4204bf collamer single piece lens was reported as defective, not implanted. Additional information has been requested from the facility, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.